Event description:
It was reported that difficulty crossing the interatrial septum occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). A trivial baseline pericardial effusion was noted prior to the commencement of the procedure. The patient had low baseline blood pressure and anesthesia staff increased the blood pressure of the patient throughout the procedure. The interatrial septum was identified as aneurysmal and the transeptal puncture was performed at an inferior and mid location. The was dilator and sheath caused tenting at the interatrial septum before advancing suddenly into the left atrium. The patient became hypotensive and the left atrium appeared compressed. The trivial baseline pericardial effusion had not changed in size and no additional effusions were identified. The procedure was aborted. Computed tomography (CT) will be performed and the patient remains under physician monitoring.

Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). A trivial baseline pericardial effusion was noted prior to the commencement of the procedure. The patient had low baseline blood pressure and anesthesia staff increased the blood pressure of the patient throughout the procedure. The interatrial septum was identified as aneurysmal and the transeptal puncture was performed at an inferior and mid location. The was dilator and sheath caused tenting at the interatrial septum before advancing suddenly into the left atrium. The patient became hypotensive and the left atrium appeared compressed. The trivial baseline pericardial effusion had not changed in size and no additional effusions were identified. The procedure was aborted. Computed tomography (CT) will be performed and the patient remains under physician monitoring. It was further reported CT confirmed a small pericardial effusion or hematoma in the left atrial wall. The injury to the left atrial wall resolved and the patient was discharged two (2) days post index procedure. In january 2024 the patient underwent a successful laa closure procedure using a 27mm watchman flx laa closure device with delivery system (wds).

Manufacturer narrative:
B5 describe event or problem updated & corrected. H6 patient codes updated.